Event description:
The pocc states no power to the meter. Roche diagnostics, complaint investigations, found that pins 3 and 4 were melted. No report of adverse event. Returned requested and replacement was sent.